Event description:
During an emg, the tip of an ambu neuroline concentric needle broke off into a female pt which required a referral to a surgeon for removal. The tip was successfully removed on (B) (6), 2010.

Manufacturer narrative:
Only the hub was returned by the customer for examination. The part was inspected by microscopy and severe stress marks were found on the hub around the needle crimp area. The marks indicate that the needle has been bent in wide angles at opposite directions. The review of 20 retention samples including the lot involved do not have any stress marks. At simulation experiments, it has been demonstrated that bending the needle at angles around 60" will not cause the needle to break even after 50 times of bending in opposite directions. We conclude that the cause of the tip broke off is due to multiple wide angle bending. Although our needles meet (B) (4) bending force requirements, they can break off if they are bent at wide angle multiple times. During normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit.